Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced 2 boxes of infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: brazil.